Manufacturer narrative:
Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found a crack on the u6 chip (pcba 2). The sc1 cap locks properly into place. The following were noted during visual inspection: scratched case and cracked keypad overlay. Per observation that the knit line near the belt clip plate is normal. No cracks on the case during the visual inspection. Alleged cosmetic damage at the back of pump(crack) was not confirmed, however, other cosmetic damage confirmed where scratched case and cracked keypad overlay was noted. Blank display was confirmed during analysis due to a cracked u6 chip (pcba 2). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) ) mmt-1885. The .troubleshooting was performed and issue is not resolved. No harm requiring medical intervention was reported. Mmt-1885 was requested and device was returned.